Event description:
It was reported that 4 bd insulin syringes with bd ultra-fine¿ needles experienced scale marking issues. The following information was provided by the initial reporter: consumer reported 4 syringes with unit marker 2 missing from the scale on the barrel of syringes.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 28-mar-2022. Investigation: customer returned a total of (4) 0.5ml syringes. It was noted during visual inspection that each of the syringes were missing the first and second hash marks that denote the 0.00ml and 0.01ml graduation markings. There was no evidence that these markings had been applied. All other markings appear intact. A review of the device history record was completed for batch# 1270850. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples received, embecta was able to confirm the customer¿s indicated failure of scale markings missing. Probable root cause for missing print: 1. For optimal print on the barrel the machine speed and temperature fluctuate within a set range if the machine speed is low, the pad temperature is high and the ink viscosity is high, it could dry the ink too fast on the pad and then not transfer correctly to the barrel, causing missing print. 2. Over time the printer pads wear out and can cause print use prematurely towards the end of their use.

Event description:
It was reported that 4 bd insulin syringes with bd ultra-fine¿ needles experienced scale marking issues. The following information was provided by the initial reporter: consumer reported 4 syringes with unit marker 2 missing from the scale on the barrel of syringes.